Event description:
A hosp in (B)(6), reported bent heater wire pins in an rt235 infant breathing circuit. This was noticed before use on a pt.

Manufacturer narrative:
Ps53601. The returned expiratory limb of the rt 235 infant breathing circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory limb. A visual inspection revealed that one of the heater wire pins was split, thus preventing the adaptor from connecting to the heater wire socket. A lot check revealed one other complaint of this type for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).